Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings and receive glucose alarms. The customer experienced dizziness and was unable o self-treat. The customer was given their breakfast (fruit and drinkable yogurt) and juice. There was no report of death or permanent impairment associated with this event.